Event description:
The customer reported the touch panel does not work. The fse clarified the touch screen does not respond to touch and will not calibrate. The customer reported there was no patient involvement.